Event description:
User facility/importer report received states: describe the event or problem: "while using the perclose¿ prostyle¿ suture-mediated closure and repair system, it was noted that a small piece of tissue came out with the suture ¿ located at the right superficial femoral artery. The on-call vascular surgeon was contacted to help repair the artery. What was the original intended procedure? To close the arteriotomy utilized for transcatheter aortic valve replacement (tavr) procedure." It was also reported on that hospitalization was prolonged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch report #mw (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The reported patient effect of tissue damage is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.